Event description:
It was reported an angio-seal was deployed after a pt had a diagnostic catheterization procedure performed. The following morning, a vascular surgeon was consulted and the right femoral artery was found to be occluded. An ekos catheter was placed and the pt was to be seen by a vascular surgeon the following morning. The next day the artery was confirmed to still be occluded. The pt underwent surgery (date unk) for device removal. The anchor and collagen were found in the right profunda and the angio-seal puncture site was reported to be below the bifurcation. Additional info was not available.

Manufacturer narrative:
One ancor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor and collagen fragment were secured by the intact suture loop. The knot was tight, and the compacted collagen was in direct contact with the anchor dome. The running suture was approx 0.3" in length; the suture proximal end was consistent with cutting. The collagen was removed; no contributing visual anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the pt (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.